Manufacturer narrative:
The pump is not available to be returned. It was successfully weaned and disposed last week. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 66-year-old male patient presenting with an unspecified indication. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. During support, a nurse reported difficulty with foley catheter insertion, which required repositioning of the patient. Following successful foley catheter placement, hematuria was observed. Difficulty with foley catheter insertion was reported as a contributing factor to the hematuria. Based on the available information, the hematuria was most consistent with traumatic foley catheterization and patient-related factors. The patient remained on impella support without further complications. The following day, the impella cp device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported. While on support, the impella cp device was operating at performance level 7 with expected flows of 3.1 liters per minute. The purge solution consisted of dextrose 5% in water.